Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended with tissue noted entwined in the helix. Blood/body fluid noted in the helix housing and in the neck region. Electro-cautery damage noted on the lead insulation. Laboratory analysis was unable to confirm the reported field observations, the lead passed electrical testing. Explant related damage only was noted on the lead.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead exhibited high pacing thresholds due to the loss of slack. It was suspected that the patient experienced twiddler's syndrome. The ra lead was explanted. No additional adverse patient effects were reported.